Event description:
It was reported that there was a high number of short intervals, which could indicate oversensing. Noise and twos (t-wave oversensing) were also noted when the patient's arms were crossed over the chest. It was noted that the patient used an electric wheelchair, but the wheelchair was checked for an electrical short and it checked out fine. Sensing was decreased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), along with a lead impedance out of range alert.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.